Event description:
Pt had been flushing her PICC line with hypersulfated heparin. She developed an inflammatory response localized to chest, neck and arms. She developed chest pain similar to ami with associated stranding in the pericardial fat pad. She developed swelling of the left neck, and arm and supraclavicular neck area. Lab work revealed elevated esr at 63. Pt developed extensive dvt of brachiocephalic left ij and left subclavian -beyond that would be expected in a pt with no significant tumor burdens and an IV heparin flushes. Pt has new diagnosis of hypothyroidism now. She also experienced intolerable pain with pleuritic and anginal characteristics. This would not have been anticipated from her chemotherapy portacath complications or disease. Dose or amount: 2.5 - 5ml daily, frequency: 1-2y daily, route: PICC line. Dates of use: 2008. Diagnosis or reason for use: flush PICC line. Event abated after use stopped or dose reduced? Yes.